Event description:
It was reported that the pump and catheter were removed due to infection. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).